Event description:
This report is based on information provided by philips service parts supply (sps) warehouse and has been investigated by the philips complaint handling team. An unidentified part was returned for which the customer was given the option of a part replacement or part credit. An unidentified part was assembled in the unit; it produced the error code 100b watchdog test failed message. It has been concluded that this part was defective on arrival (defoa). That error was not present with the current flow assembly, central processing unit (cpu) board and microcontroller unit (mcu) board installed. The 100b error only showed when the unidentified part listed was installed into the unit. There was <24 hours of installation and defoa reporting. It is unknown if the device was in use at the time of the reported problem. No patient or user harm was reported. Philips is unable to confirm the final decision by the customer, or final disposition of the device. No further work was performed by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.